Event description:
It was reported that pump would overheat sometimes after delivering a bolus. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.